Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code identified as malf 0. There was no reported adverse impact to the customer's blood glucose level. The technical support team assisted the customer by providing pump reset information and instructions. However, the malfunction recurred. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.